Event description:
Medication was placed on the syringe pump and programmed to deliver over one hour. This was verified by two rns. Medication was delivered over a half hour. Patient had no change in status. Md was notified. The medication was potassium chloride. The patient was not affected or harmed in any way.